Event description:
It was reported that the patient presented with a inflatable penile prosthesis (ipp)due to the pump not functioning properly. The ipp pump and reservoir were explanted and replaced with a new ipp pump and reservoir. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders found wear at the folds on both cylinder bodies. One of the cylinders had two leaks and broken fabric that were consistent with sharp instrument damage and prevented the cylinder from undergoing pressure testing. The other cylinder presented no leaks and passed the pressure testing. The kink resistant tubing (krt) was worn down to the filament; however, no leaks were found. The pump was visually inspected and functionally tested, which did not find any evidence of leaks but did not pass the activation test. Analysis of the reservoir identified a leak due to fatigue of the krt on the strain relief junction of the reservoir. Based on the information available and analysis results, the pump not passing the activation testing and the leak found in the reservoir could impact the functionality of the device; therefore, the most probable cause for the event was the cause was traced to component failure.

Event description:
It was reported that the patient presented with a inflatable penile prosthesis (ipp) due to the pump not functioning properly. The ipp pump and reservoir were explanted and replaced with a new ipp pump and reservoir. No patient complications were reported.